Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event for three days. The patient was treated with vancomycin (route, dose, frequency and duration not reported). At the time of this report the patient outcome was not reported. Action with dianeal therapy was not reported. No additional information is available.